Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead during a recent shock lead impedance test, exhibited high out-of-range (oor) impedance measurements of greater than 125 ohms. Various configurations were performed, and the physician settled on the distal to proximal coil configuration where the impedances are within range. Boston scientific technical services (ts) was consulted and suggested that since this is a larger patient they may have more adipose tissue in the pocket, or this could be the beginning of a lead issue. The physician is aware of this oor measurement and plans to monitor it for now, and has no plans to intervene. To date, no additional adverse patient effects have been reported.

Event description:
Additional information was received stating that this patient was seen by their physician, and the lead configuration was changed to alleviate the high out-of-range (oor) impedances. The plan is to leave in this configuration and continue to monitor. No other changes were made, and there were no adverse patient effects.